Manufacturer narrative:
Product event summary: the device was received in good cosmetic/mechanical condition. The upper case has a small amount of damage which is considered acceptable. The bail and ring attachments were bent and the battery contacts were contaminated. The main board was calibrated, the battery contacts cleaned and the device passed all tests with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.